Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: (superior): ifuse implant, p/n (B)(4), lot# 2591273, mfd. 07/05/17, exp. (B)(6) 2022, UDI (B)(4). (Middle): ifuse implant, p/n (B)(6), lot# 2611631, mfd. 09/25/17, exp. (B)(6) 2022, UDI (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient had si joint pain relief but complained of leg pain a month after the procedure. The surgeon determined via CT scan that the first two implants were impinging on the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he removed both implants. He then placed an additional ifuse implant in a more caudal position. The patient's pain symptoms resolved following the revision procedure.